Manufacturer narrative:
Lead capped due to noise on (B)(6) 2021.

Manufacturer narrative:
Lead capped due to noise on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Representative reported noise on the rv channel leading to inappropriate therapy delivery. Lead to be evaluated further and remains implanted. Should additional information become available, it will be added to this file.